Event description:
After an implantation period of approx. 58 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 11cm distal to the df4 connector pin. The proximal fragment and the distal fragment were received for analysis. A medial fragment (approximately 3cm length) was probably not returned. An extraction aid was found in the distal lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple signs of wear along the lead fragments. In particular 10cm proximal to the lead tip the insulation was found worn through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore, a fractured conductor cable leading to the ring electrode (12.5cm proximal to the lead tip) and a stretched rv shock coil were found. These damages probably resulted during the extraction procedure due to tensile stress. Additionally, a cut into the insulation (16.5cm proximal to the lead tip) was found, which most likely occurred during the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.